Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
It was reported that the surgeon placed pedicle screws in desired locations from t4 to s1 and then hand probed the ilium on the right. Surgeon used a 7.00mm tap and inserted an 8.0 x 80mm screw. The tip of the first screwdriver broke when the screw was halfway down into the crest. The screw containing the broken driver tip was then removed. Another 8.0 x 80mm screw was inserted flush to the bone and with the final turn of the second driver, its tip broke off in the head of the second inserted screw. However, the screw was at the ideal location according to the surgeon and the tip of the driver was lodged flush in the screw. The broken tip remains in the implanted screw, covered by a rod and tightened set screw. The difficulty resulted in a 5 minute delay to the procedure. Concomitant devices: expedium 8.0 x 80mm screws, product codes unknown, qty = 2. See mfg medwatch report# 1526439-2013-25879 for the second screwdriver that was involved in this event.

Manufacturer narrative:
The viper universal polyaxial driver was not returned to depuy synthes spine¿s complaint handling unit for evaluation. A review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month complaint trend analysis was conducted and the device has been reviewed as a part of post market surveillance activities with no design actions required as a result. Without the product sample, we are unable to confirm the reported issues or identify the root cause. No corrective action/preventive action (CAPA) is required at this time as there have been no issues identified in the manufacturing or release of the device. At this time, the complaint is considered to be closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.